Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements that were greater than 125 ohms. The pacing impedance values were within normal range. The patient was being screened for a subcutaneous implantable cardioverter defibrillator (s-ICD) implant, and the patient's transvenous ICD and this rv lead would be explanted. The high shock impedance measurements were suspected to be caused by a build up of calcium on the lead. No adverse patient effects were reported. The lead remains implanted and in service, pending the replacement procedure.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This report will be updated when additional information is received. At this time, based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements that were greater than 125 ohms. The pacing impedance values were within normal range. The patient was being screened for a subcutaneous implantable cardioverter defibrillator (s-ICD) implant, and the patient's transvenous ICD and this rv lead would be explanted. The high shock impedance measurements were suspected to be caused by a build up of calcium on the lead. No adverse patient effects were reported. The lead remains implanted and in service, pending the replacement procedure. Additional information was received. The ICD and rv lead were explanted, but not replaced, at the patient's request. No additional adverse patient effects were reported outside of the explant surgery. The explanted lead was expected to be returned for laboratory analysis.